Manufacturer narrative:
Taper I. The product associated with this report was not explanted so it will not be returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Since the product was not explanted it will not be returned for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the reported events of band slippage and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "Over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibilty of band and/or stomach slippage."

Event description:
Initially reported as band/stomach slippage. Follow up findings: surgery to reposition the band has occurred. Additional events of hiatal hernia repair and reflux noted. Additional event of esophageal dilatation also reported with no treatment planned.